Event description:
It was reported that an ilet user experienced repeated loss of dexcom g6 connectivity to the ilet, with no glucose readings displayed, which was resolved after restarting the ilet, toggling the cgm selection from g6 to g7 and back, and re-entering the g6 pairing code. Symptoms included absence of cgm data on the ilet. Outcomes included temporary interruption of cgm-guided insulin automation without alerts or alarms and without medical intervention. Investigation included guided troubleshooting and user education to re-establish pairing and confirm data transmission. Investigation of this case revealed ilet-to-cgm communication disruption that was corrected through software-level reconnection steps, with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was transient communication or configuration error between the ilet and the dexcom g6.